Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system disk drive, and the fluoro functions printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an iris potentiometer error message upon boot up. No pt injury was reported.